Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient disconnecting the driveline could not be confirmed through this evaluation; however, the account reported that the patient was noncompliant and frequently disconnected the driveline despite being re-educated on the matter. The account submitted log files that captured the clock not set. The patient reportedly frequently disconnects the driveline to untangle cords. The patient underwent an echocardiogram, and pump speed was adjusted. No further treatment was provided. The submitted lvad (left ventricular assist device) log files contained approximately 30 days of information. The log files captured pump and date resets consistent with a total loss of power. There were no pump-related issues observed, and the lvad log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient continued to experience controller clock corrupt events due to complete loss of power causing the controller clock to reset. The date and time of the power loss could not be determined. In addition, the event log captured intentional pump stop alarm where the pump stop command was enabled at the system monitor near the end of the event log causing low speed advisory, low flow, and lvad off alarms. The pump was momentarily off for 27 seconds. The pump was restarted and remained on for the remainder of the log. The system clock was corrected on (B)(6) 2023 at 1032. The emergency backup battery count was noted to be 120 and over 1000 minutes of the left ventricular assist device (lvad) being off. No cause for the frequent controller corrupt events was documented and it was not clear why the lvad was off. It was also unknown why the pump stop command was enabled from the system monitor. The patient reportedly disconnect themselves to untangle their cords. The event was treated with speed changes and the patient was educated not to disconnect their driveline when trying to untangle their cords.

Event description:
It was reported that the periodic and event log files captured two different instances of controller clock corrupt events which indicated that there was a total loss of power to the system. The first event occurred on (B)(6) 2023 and the second one occurred on (B)(6) 2023. The clock was reset on (B)(6) 2023 at 17:32:34. No additional information was available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).